Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v792970, implanted: (B)(6) 2011, product type: lead. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Health care professional reported the patient requested explant due to a painful implant. Product was returned to medtronic for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.